Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that at implant the left ventricular ring-to-tip and left ventricular ring to coil impedance jumped and measured out-of-range high, triggering impedance alerts. It was further reported to be a connection issue that resolved when the physician removed the lead from the header and re-inserted. The device remains in use. No patient complications were reported as result of this event.